Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of the remote home monitoring data indicated that the battery on the subcutaneous implantable cardioverter defibrillator (s-ICD) was at 70% remaining three months earlier but now was at elective replacement indicator (eri). It was noted that there have been no known shocks delivered by the s-ICD. The patient was brought into the office and upon interrogation the tablet programmer showed 100% battery remaining. Boston scientific technical services (ts) was consulted and the device's memory was sent into boston scientific engineering for review. Upon review it was found that the cause was due to an anomaly in the value in the charge initiation counter data within the device. The battery formula uses charge initiations to calculate the remaining battery percent. It was noted that the number of charges were large which resulted in the inconsistent battery longevity via the remote home monitor and the programmer. Engineering found that the battery was currently operating within normal limits. However since there was no way to monitor the battery status moving forward, as both the remote home monitoring system and programmer will continue to display incorrect data, device replacement was recommended. To date the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the s-ICD could be interrogated and no system issues were noted and the sensing and impedance measurements were within range. No noise was observed on the electrogram. Review of the device¿s memory found a high number of lifetime charges, which analysis determined indicated an issue in the memory location for the charge initiation counters. During testing the laboratory technician re-wrote the memory location and upon re-interrogation the values were corrected. Thus, the root cause of the memory issue was unable to be determined. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the s-ICD was explanted due to concerns over earlier than expected battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.